Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during unpacking, the stent remained in the dispenser tube. The stent was not used and it did not enter in the patient anatomy. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). (B)(4): results - quality engineering was unable to determine a root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast. The stent implant was returned inside the protective sheath, dislodged from the sds. The distal end of the stent implant was at the flared end of the protective sheath. The entire length of the stent implant was smashed. There was no other damage noted to the stent implant. There was no damage noted to the protective sheath. The balloon had relaxed fold. There were crimp marks on the balloon between the markers. There were two kinks in the hypotube, 81 and 87.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The outer diameter of the stent implant could not be measured due to the damage. The inner diameter of the flared end of the protective sheath was measured with pin gauges. Product performance engineering reviewed the incident information and analysis of the returned product. Quality assurance technician analysis of the returned product noted the stent was returned dislodged from the balloon and located inside the protective sheath, confirming th reported stent dislodgment. The distal end of the stent was at the flared end of the protective sheath. The entire length of the stent was smashed. The balloon had relaxed folds. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was no damage noted to the protective sheath. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, or forced sheath removal. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to very stent dislodgement force. The stent outer diameters could not be measured due to the damage noted. The inner diameter of the protective sheath was measured and met manufacturing criteria. In this case, it is possible that during preparation, negative pressure was applied during sheath removal or force was applied when removing the protective sheath, resulting in the stent dislodgement. Subsequent handling of the stent during packing for return to abbott vascular may have contributed to the noted smashed stent. Analysis noted two kinks in the hypotube. Since this damage was not reported in the incident information, the kinks may have occurred during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement; however, a conclusive cause could not be determined. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed, and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported stent dislodgement. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.